Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the introducer was returned with the dilator fully inserted in the sheath of the introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the introducer was inserted and the leadless implantable pulse generator (ipg) delivery system (ds) was inserted through the introducer. The patient stopped responding and the physician stopped the procedure. Rescue efforts were made with cardiopulmonary resuscitation, defibrillation and massage performed, however the patient had a stroke and passed away. The leadless ipg ds and introducer were removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.